Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported falsely decreased magnesium results generated on the architect c4000 analyzer on a patient. Results provided: sid (B)(6): original results: 0.91 / 0.46, repeated: 0.46 / 1.11 mmol/l. Normal range: 0.66-1.07 mmol/l. No impact to patient management was reported.

Event description:
The customer reported falsely decreased magnesium results generated on the architect c4000 analyzer on a patient. Results provided: sid (B)(6): original results: 0.91 / 0.46, repeated: 0.46 / 1.11 mmol/l. Normal range: 0.66-1.07 mmol/l. Additional patient provided on 04jul2022: sid (B)(6) = 1.15 / 0.51 / 0.51 0.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by preforming extensive troubleshooting and replacing multiple parts. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 system did not identify any trends associated with the complaint issue. Device history record review did not identify any non-conformances or deviations for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified. Additional patient added to section b5 section a1 patient identifier sids: (B)(6).